Event description:
Philips received a complaint on the defibrillator indicating that device has no energy output during use. Patient was moved to another device for treatment. There is no patient harm was reported. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Reporting institution name: (B)(6)